Manufacturer narrative:
B4: (B)(6) 2021. The service provider (sp) inspected the device and found that the ventilator was impossible to turn off. The sp replaced the motor controller board and power management board to address the reported issue.

Manufacturer narrative:
A motor controller (mc) board and power management (pm) board were returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed, and the product analysis technician reported that no fault was found.

Manufacturer narrative:
The device was in use at the time of the event. There was no report of patient or user harm/impact.

Event description:
It was reported to philips that the device displayed an error message and would not power off. The device was in use at the time of the event. There was no report of patient or user harm/impact. A field service engineer evaluated the device, verified the device displayed a backup alarm failed, and provided a quote for onsite repair.